Event description:
Device 1 of 2. See MFR report: 1627487-2012-10217. The patient was to receive two trial scs leads on (B)(6) 2012 (both devices being reported are from the same lot). It was reported high impedances were identified on lead "a" intraoperatively and a replacement lead was used to resolve the issue. It was also reported while attempting to insert lead "b" during the same procedure, the physician experienced difficulty removing the needle and stylet. The physician elected to remove lead "b" and trial the patient using only one lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.